Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the battery pack not charging was defective battery cells within the battery pack. The root cause of the defective cells is not known, but is probably random component failure. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The psr received a replacement battery pack.

Event description:
A (B)(6) male patient's wife contacted lifecor customer support to report that one of the patient's battery packs would not start the monitor. Support sent the patient a replacement battery pack.